Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient, who is a medical doctor, sent us a letter stating he was revised to address dislocation and poly wear.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. A poor quality x-ray image was reviewed with no implant fracture or disassociation noted. The medical records indicated the patient was implanted with competitor devices in conjunction with the reported depuy devices. This is not recommended and is considered off-label use. The investigation can draw no further conditions with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10 and 28 november 2016 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated squeaking, synovitis, and acute tilting with pe abrasion. This complaint is also for the left hip, not the right hip. There is no new information that would change the existing MDR decision. This complaint was updated on: 8-dec-2016.